Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer's radio frequency (rf) head was out-of-specification on an "e-field" immunity functional test. It was noted the rf head had internal corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head originally returned with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.